Manufacturer narrative:
This complaint is confirmed. The leak site is located on the blue radiopaque stripe and is just proximal to the 35 depth marker. The leak site is <0.2 inches in length. Tension applied on either side of the leak site exposes rough, uneven cross sectional walls. During functional testing spraying leak is observed. Infusion pressures may have exceeded the elastic strength of the catheter tubing. However, the exact method of damage is undetermined. A lot history review (lhr) of rewi0540 showed no other similar product complaint(s) from this lot number.

Event description:
Investigation of returned sample found a leak just distal to the subcutaneous break.